Manufacturer narrative:
(B)(4). There were no reported product deficiencies. Dyspnea and hypersensitivity, are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 2 months prior the patient was implanted with an unspecified xience stent and has been experiencing symptoms of shortness of breath and syncope while walking up hills. No medication or treatment was reported. No additional information was provided.